Event description:
The physician was unable to deploy a taxus express2 3.0x 16mm drug eluting stent. The physician retracted the undeployed stent back into the guide catheter and removed the entire system without any complications. Consequently, the stent was never deployed and no stent damage had occurred. No patient injuries or complications were reported. However, the returned product revealed that there was stent damage.